Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012356008 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.06208 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00806 psig and in an acceptable range. In conclusion, the reported air ingress and valve issues were not confirmed through testing and the sheath failed the returned product inspection due to a kink on the side port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID pscc100 (lot: 0012387361); product type: catheter; product ID pscic101 (lot: b000388801); product type: cables and accessories; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter and catheter interface cable disconnected and reconnected unexpectedly, the connection was loose, and there was signal noise. The two devices were connected more firmly which resolved the issues. It was also reported that fine microbubbles were intermittently drawn when the catheter entered the sheath and during aspiration. When the sheath was removed from the patient, another sheath was attempted to be inserted into it, and it was unclear whether the hemostasis valve was as expected. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.